Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd syringe was found to be broken during use. The following was reported by the initial reporter: "I am a frequent user of bd syringes and was surprised by a damaged syringe in a package with 10 of them. I only realized it when trying to use it. The broken fragment of the plastic was not next to the package. The syringe must have been packed already damaged. I have a photo."

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was found to be broken during use. The following was reported by the initial reporter: "I am a frequent user of bd syringes and was surprised by a damaged syringe in a package with 10 of them. I only realized it when trying to use it. The broken fragment of the plastic was not next to the package. The syringe must have been packed already damaged. I have a photo."

Manufacturer narrative:
Correction: the catalog and lot numbers have been provided by the customer. The following fields have been updated: b.5. Describe event or problem: it was reported that the bd ultra-fine¿ insulin syringe was found to be broken during use. D.1. Medical device brand name: bd ultra-fine¿ insulin syringe d.2. Medical device catalog#: 324918 d.2. Medical device lot#: 9098956 d.3. Medical device manufacturer: bd medical - diabetes care d.4. Medical device expiration date: 2024-04-30 d.5. Unique identifier (UDI) #: (B)(4). G.2. Manufacturing location: bd medical - diabetes care g.5. PMA / 510(k)#: na. H.4. Device manufacture date: 2019-04-08.

Manufacturer narrative:
H.6. Investigation: customer returned photos of a 1cc syringe. Customer states that there is a broken fragment. The attached photos were examined and exhibited a piece of the barrel broken off ranging from the 70-100 unit markings. Unable to perform DHR check for syringe broken due to unknown lot number. Process summary: the automatic syringe assembly machine feeds 1.0ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. It is not possible to look at quality notification or maintenance dispatches for this issue as the batch number is unknown. Root cause cannot be determined.

Event description:
It was reported that an unspecified bd syringe was found to be broken during use. The following was reported by the initial reporter: "I am a frequent user of bd syringes and was surprised by a damaged syringe in a package with 10 of them. I only realized it when trying to use it. The broken fragment of the plastic was not next to the package. The syringe must have been packed already damaged. I have a photo."